Event description:
It was reported that the attachment has bearing damage prior to the procedure. It was reported that there was no patient involvement. Additional information received stating detached bearing was found during evaluation made it reportable.

Manufacturer narrative:
G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3:product analysis :evaluation of the device determined that the bearings are damaged. The likely cause of failure is due to detached bearings. It was also noted that the bearing, washer and spring found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.